Event description:
Procedure type: nephrectomy. The fan retractor was not spreading the leaves. A black piece broke off of the instrument and was retrieved from the patient's cavity. Another instrument was opened and used with no problems. Patient is fine. There was no tissue damage or patient injury. Operative time was not extended. It was reported by the user facility that it was not known if this was caused by excessive force in trying to open the retractor.

Manufacturer narrative:
(B)(4).